Event description:
Customer initially reported that the display on their abbott diabetes care device appeared frozen. The product was returned and investigated for the display issue, however during investigation an internal component was observed to be getting hot while connected to usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4). Has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Usb charger and usb cable were not returned with the reader. Built-in reader test was performed and the test was passed while the reader was connected to the usb cable. Reader was further investigated and de-cased. Visual inspection was performed on pcba ( printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. It was observed that the cpu chip getting hot while the reader was connected to the usb charger. An extended investigation was performed. A visual inspection of the reader was performed using digital microscope and no visual anomaly was observed. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. It was observed that the reader was only turning on with usb cable insertion, which was not confirmed when replacing the returned battery with a known good battery. The reader powered on when the known good battery was connected with button press and strip insertion. The returned battery was measured to be under the required specification. The reader was connected via usb and the returned battery was observed to be charging successfully. The returned battery is not faulty. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to higher than the specification. A thermal camera was used to observe any hotspots on the reader and hotspots were observed on u5, u13, and the cpu. This issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. The current consumption test was not within specification because of the components overheating; therefore, this issue is not confirmed to use - incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that the display on their abbott diabetes care device appeared frozen. The product was returned and investigated for the display issue, however during investigation an internal component was observed to be getting hot while connected to usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.